Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss of over one hour occurred for g6 receiver. However, data for g6 android application was provided for evaluation. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.